Event description:
A male underwent aaa repair in 2008. The physician at hospital #1 placed a flex main body and two iliac leg grafts. The pt had a 36mm diameter neck with circumferential thrombus that tapered down to a 28mm diameter neck as it approached the aneurysm. Above the renals, the aorta was measuring 36mm - 37mm. Over time, the sac continued to increase due to endotension so, in 2009, a physician at another facility explanted the grafts. At this time, the status of the pt is unk.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. No product or images were received to assist in this investigation. The device was originally placed correspondence with a medical sales rep indicates it was recommended, by this rep, to the physician that the pt may not have been a candidate for endovascular repair. Endovascular repair was utilized. Additionally, this same rep does not believe there was a persistent endoleak, but rather endotension causing the aneurysm sac to increase and subsequently require additional intervention. The complaint is not considered confirmed at this time. Typically, endotension is unexplained sac pressure resulting in aneurysm growth. Other than the correspondence with the sales rep, there is no corroborating evidence to confirm this. At this time, the root cause of this event is considered due to off-label use of the device, as it was likely the pt was outside of cook's indications for use. However, we have notified the appropriate individuals and we will continue to monitor for similar events.